Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited that the image temporarily disappeared, and there were white foreign materials in the air water cylinder and tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to corrosion on endoscopic position detecting board unit, the image temporarily disappeared. The cause is traced to component failure. The cause of the findings "white foreign materials in the air water cylinder and tube" could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.